Event description:
It was reported that the customer was experiencing high blood glucose and has been hospitalized. The caller stated that the night before the paramedics treated him with glucagon .troubleshooting was declined as customer was in her way to the doctor and he is on anti-biotic, which may have contributed to lower his glucose level as well to go to the bathroom more frequently. The caller mentioned that the paramedics were called this week and last week. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.